Event description:
Reportedly, the balloon became detached and remained in the pt during an embolectomy/thrombectomy procedure of an upper right arm av fistula vein. It was further reported that an attempt to remove the detached balloon with a second 3 french fogarty catheter was unsuccessful. No pt consequences were reported as a result of this incident.